Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 150 colony forming unit (cfu) of klebsiella pneumoniae and greater than 25 colony forming unit (cfu) of unspecified micro-organisms. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacturer reviewed the customer provided cds practices and found no obvious deviation from instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation; a relationship between the device and the reported event could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. Therefore, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.